Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a kink. The hypotube broke at 995 mm proximal to the guidewire exit port. The proximal section of broken hypotube including the manifold was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-08046 and 2134265-2014-08047. Reportable based on analysis completed on 09-dec-2014. It was reported that shaft break occurred in a segment that can not enter the patient's body. The target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. After a 2.0x20mm non-bsc balloon catheter was advanced for predilatation, a 2.25x16mm promus premier stent was successfully implanted in the distal cx. Then, the physician tried to place another 2.75x20mm promus premier stent proximal to the previously implanted stent after an unspecified guide catheter crossed the lesion. However, the shaft of the 2.75x20mm stent broke less than 15cm from the hub outside of the guide catheter and was successfully removed from the patient. Hence, predilatation was again performed using a 2.5x12mm nc quantum apex balloon cather. After the device was inflated twice at 14 atmospheres, the physician attempted to advance another 2.75x20mm promus premier stent, however, it was noted that the shaft was starting to break outside of the guide catheter and was subsequently withdrawn. Another 2.75x20mm and 2.75x16mm promus premier stents were also tried for placement in the distal cx, however, both stents broke less than 15cm from the hub outside of the guide catheter and were removed. Thus, the physician used an unspecified guideliner and was able to successfully deploy a 2.75x20 promus premier stent. Following this, another 3.0x8mm promus premier stent was placed just proximal to the recently implanted 2.75x20 stent for greater result. Post dilatation was performed using 3.0x15mm nc quantum apex balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.